Event description:
Event description boston scientific received information that this pacemaker was at bol in january 2006 at the last follow-up visit. The settings were 5v @ 0.8msec at that time. At the follow-up visit on october 31, 2006 the settings were at 6.5v @ 1.0msec and ert was declared. Additionally the atrial lead was exhibiting high thresholds. A technical services consultant recommended that the pacemaker be replaced. The patient was not feeling well due to diabetic related symptoms. The lead was surgically abandoned and replaced. The device was removed, replaced, and returned for analysis.